Manufacturer narrative:
Upon receipt of additional information, it was determined that no surgery has taken place nor is planned at this time. No implant has been created for this patient. The initial report was forwarded in error and should be voided. No further event information available at the time of this report.

Event description:
Upon receipt of additional information, it was determined that no surgery has taken place nor is planned at this time. No implant has been created for this patient. The initial report was forwarded in error and should be voided. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. A custom triflange was requested by the pmi group. Attempts have been made and additional information on the reported event is unavailable at this time.